Manufacturer narrative:
Medical device brand name:bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin 6 cases were reported to be contaminated. The following information was provided by the initial reporter: customer is reporting contamination of 221788.

Manufacturer narrative:
H6. Material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2349886 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation and filling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. Additionally, as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint have been taken on this batch for contamination. Retention samples from batch 2349886 (10 tubes) were available for inspection. No cap, tube or media defects were observed in 10/10 retention samples. For investigation, two retention tubes went into incubation from batch 2349886. One tube was incubated in the 20-25 degrees celsius, and the other tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth. There was no change in the color and clarity in of the media. The media remained medium yellow clear to trace hazy. No photos were received to assist with the investigation. No returns were received to assist with the investigation. Material 221788 should be boiled for 10 minutes before using should clear the media to a medium yellow. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination. H3 other text : see h10.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin 6 cases were reported to be contaminated. The following information was provided by the initial reporter: customer is reporting contamination of 221788.